Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and some of the buttons were not responding. Customer's blood glucose was 137 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
No button error alarm was noted. However, act and esc buttons did not respond, due to flattened button dome switches. The insulin pump had a severely scratched display window and a broken reservoir tube lip.